Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit 10bag experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Needle shield was not difficult to remove. Lot #: 0006852, catalog #: 324909, date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. H6: investigation summary : customer returned (2) loose 3/10cc, 6mm, 31g syringes with part of the shelf carton from lot # 0006852. Customer states that the needle hub separated into needle shield. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. Customer returned (2) loose 3/10cc, 6mm, 31g syringes with part of the shelf carton from lot # 0006852. Customer states that the needle hub separated into needle shield. Both returned syringes were examined and both exhibited the hub-needle/shield assembly separated from the barrel. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm wholeunit 10bag experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle hub separated and stayed inside of the shield. Needle shield was not difficult to remove. Lot #: 0006852, catalog #: 324909, date of event: unkn.